Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0869 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced hyperglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 297 mg/dl and other blood glucose levels was 291 mg/dl, 290 mg/dl and 120 mg/dl and the sensor glucose was 85 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 85 mg/dl. Suspend on low limit in sensor settings was 85 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer was reporting a sensor updating or sensor glucose value not available status or alert. Customer reports they did not receive a calibration not accepted. The insulin pump will be returned for analysis and sensor will not be returned for analysis.